Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3387-40, lot# v006492, implanted: (B)(6) 2006, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-33, lot# v345214, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that patient fell and the result was that the implantable neurostimulator (ins) electrocuted her and had to be replaced. The patient experienced electrocuting stimulation was noted to be sudden after fall. The device was explanted and replaced. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. If additional information is received, a follow-up report will be sent. This event was also reported under manufacturer report # 3004209178-2015-23291 .